Event description:
Caller reported alarm 01, indicating an issue with the equipment. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to load a second, new cartridge, which the caller was able to do successfully, allowing them to resume insulin use without further difficulty. Original cartridge was unavailable for return.